Manufacturer narrative:
Product event summary: the lead was not returned; however, analysis of the device memory indicated over-sensing of the right ventricular (rv) lead. Additionally indicated, was the unexpected delivery of ventricular tachyarrhythmia therapy.

Event description:
It was reported the patient received inappropriate shocks. The physician increased the sensitivity value and the device and lead remain in use. The patient will be closely followed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.